Event description:
The recipient is reportedly experiencing loss of lock. Device testing could not be completed due to loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device will not be explanted at this time. The recipient is believed to have experienced an in-situ failure.

Manufacturer narrative:
Additional information: section d.7. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.